Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Upon analysis, the cause of the issue was found to be corrupted host pc software. To temporarily resolve this issue, the ghost backup image was reloaded. The same issue reoccurred on the same day. The philips field service engineer reinstalled the system software image, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system freezes on 00:00, failing to boot. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and reloaded a ghost backup which returned the device to expected functionality.